Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the insulation resistance value of the front end did not meet the standard due to burn marks on the scope cover, the light guide bundle was in poor condition, the bending section cover adhesive was floating, the up/down knob was not securely fixed due to deformation of the forceps elevator wire, the suction amount did not meet the standard due to damage on the channel tube, water tightness was lost due to channel tube damage, deformation of the hardness variable ring, and a cracked grip part, the distal end adhesive was missing, the scope cover was discolored, the bending section cover adhesive was partially missing and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope was returned for inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the sub-transport channel had foreign material coming out due to a blockage. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it may not have been removed due to imperfection of proper reprocessing caused by leakage at biopsy channel, flexibility adjustment ring, and grip. The event can be detected/prevented by handling the device in accordance with the following instructions for use: - inspection of the auxiliary water feeding function the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.